Event description:
Same case as MFR# 2134265-2009-02053. It was reported that during preparation, a percutaneous coronary intervention foreign material was found in the device. While prepping the 1.5 x 8 mm apex balloon, it was noticed that the inflation lumen of the device was not working and a piece of plastic was found in the lumen. The device was not used and did not enter the pt. Another 1.5 x 8mm apex balloon was advanced to the target lesion and was successfully inflated and removed. The physician then advanced a 2.5 x 20mm apex balloon to the target lesion, but had difficulty seeing the markerbands under fluoroscopy. The 2.5 x 20mm balloon was removed and the procedure was successfully completed with a maverick balloon. No pt complications were reported with the pt's current condition listed as "fine."

Manufacturer narrative:
(B)(4).